Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a follow up on (B)(6) 2020. Upon examination, it was discovered that the atrial lead exhibited episodes of auto mode switch due to noise oversensing from oct. 14th, 2019. It was suspected that the noise may be indicative of myopotential oversensing. The lead was reprogrammed to address the oversensing. There were no adverse consequences to the patient.